Event description:
I use baxter home cycler machine each night to administer peritoneal dialysis. I occasionally take ambien as a sleeping aid. I was awakened by my wife as I sat on the side of my bed after disconnecting the tubing between my body and the machine. I was apparently doing this while "sleepwalking" I have never before sleep-walked. Since absolute sterility is mandated by the dialysis process, the dropping and disconnection of the plumbing, which hit the carpet, was problematic. I was later administered high doses of antibiotics, with good effect. Suggest that warning be provided to baxter pd machine home users saying: "warning: don't use sleeping aids that may cause somnambulism or sleepwalking". Everyone in the chain of my medical assistance had not considered this problem, and thought it's a good idea to forewarn. I sent baxter a note but received no response; ergo FDA medwatch. Thanks and I hope this will save some pour sleepless soul an unnecessary shot of antibiotic meds -or more serious peritonitis complications-. Diagnosis or reason for use: occasional sleeplessness, once a week. Event abated after use stopped or dose reduced: yes. Note to web designer staff: there's a small glitch in occupation selection table. In summary before final submission the word "health" is misspelled when it shows up for the final action: health. There is no charge for this management/adp audit finding.